Manufacturer narrative:
B.3.: date of event is unknown. No information has been provided to date. E.1. Phone number: (B)(6). One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The investigation did identify damage to the device downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the air detector, function-bolus external, and upstream, had an occlusion. There was no reported patient involvement.